Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via e-mail for (B)(4) that (qty. 1) of an ar-9831 apollorf i90, aspirating ablator, 90° had the front of the tip of the wand started to come off/burn off (see photo attachment). The patient was not affected. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information was requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation of a bent tip is confirmed. The complaint allegation of burning is not confirmed. Photographic evidence provided from the field of an unpackaged ar-9831, with batch number 15274777, revealed a damaged/bent probe tip. Therefore, arthrex was able to deduce the cause as a design issue.

Manufacturer narrative:
Corrected information: h6 - c23 changed to c16 and d11 changed to d01. The complaint allegation of a bent tip is confirmed. The complaint allegation of burning is not confirmed. Photographic evidence provided from the field of an unpackaged ar-9831, with batch number 15274777, revealed a damaged/bent probe tip. Therefore, arthrex was able to deduce the cause as a design issue.